Event description:
It was reported the "head sheared off of driver in top of screw when the surgeon was driving and inserting the screw. The surgeon was unable to retrieve the broken piece because it broke off flush with the screw. The surgeon was not able to final torque on screw to be final tightened. The surgery was completed, a spare device was available. Surgery time was not increased more than 10 minutes. Additional info was requested numberous times by integra.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.